Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: fluid invasion inside the image capture unit and inside the camera cable unit indicated that there was internal charged coupled device unit component communication failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera exhibited fluid invasion in the image capture of main unit and inside of the camera cable. There was no patient involvement.